Event description:
It was reported that during a routine pre-use check, the cardiosave intra-aortic balloon pump (iabp) helium transducer is not calibrated. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit did not need parts replaced, and needed calibration. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium transducer is not calibrated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.